Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower orders that were verified from wellsky were not crossing over to the pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the orders were not crossing over to pyxis. The technical support specialist (tss) dialed into the server and ran the server downtime query, confirming that all processing times were current. The tss also checked the sync information and verified that the stations were actively communicating, with both the last upload and last download timestamps up to date. The system functioned as intended after the technical support specialist investigated the issue.